Event description:
Arthritis, hip pain continued (hip), information was received on 18-mar-2005 from a male patient (age unknown) with a medical history of arthritis and candidate for hip surgery who continued to experience hip pain. The patient began treatment with synvisc in 2005. The patient received a series of three synvisc injections into the right hip on unknown dates. Approx. Two months after the injections, he continued to experience pain in his hip. The patient had been told that he needed surgery, but he did not want to have surgery. At the time of this report, the patient's outcome was unknown. Manufacturer's comment: the safety an effectiveness of synvisc in locations other than the knee and for conditions other than osteoarthritis have not been established (u.s. Package insert). No further information is expected. Additional information was received from the patient on 25 september 2006. The patient reported that he received a series of 3 injections of synvisc to the right hip in 2006 as treatment for worn out cartilage in the right hip. The synvisc injections did not work, so the patient had hip replacement surgery of the right hip in 2006. The patient also reported that he had aching around the area of the hip surgery incision, so he had the hip x-rayed. The x-ray showed there was nothing wrong with the hip replacement. At the time of this report, the patient still experienced aching of the hip. Additional information was received from the physician's office on october 16, 2006: the physician's office confirmed that the patient had not received synvisc injections since 2005. No other information was provided. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.